Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076-52 implantable pacing lead 2008 (B)(6); 694765 implantable tachy lead 2008 (B)(6). (B)(4).

Event description:
It was reported that the patient had a pocket infection. The lead was explanted and was replaced one month later. The patient is a participant in the clinical service study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.